Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring on multiple dates. The customer¿s blood glucose level exceeded 500 mg/dl on 9/22/2025, with the specific value displayed as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections. Tandem technical support confirmed the issue and arranged to replace the pump. The customer managed to resolve the issue temporarily by replacing the cartridge and continued using the current pump until the replacement arrived.